Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. No product on hand. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: no product available and therefore it is hardly possible to determine an exact conclusion and root cause. We assume that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related. Rationale: according to the quality standard, a production, error and material defect can be excluded. Without the product, we cannot determine the exact cause but through to our experience we assume there is the possibility that the ceramic breakage was caused by an improper handling due to a mechanical overload situation. Possibly an excessive force has been applied on the instrument or the possibility of torsion or high leverage with the instrument.

Event description:
It was reported post-operatively it was noticed that the working end was broken. The reporter indicated that after an unknown surgical procedure, it was noticed that the ceramic part of the working end of the bipolar maryland dissecting forcep was broken. The surgeon could not figure out when this event has occurred. An x-ray was performed. The surgeon did not find the fragment on x-ray. A request for additional information has been made, however, not yet received.